Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump rejecting batteries and slow during rewind. The customer's blood glucose value was unknown. The customer reported that they were cracks where the battery and reservoir goes in, they were not able to open the battery cap, battery life was not lasting as long and insulin pump rejecting new batteries, the screen was very hard to read in sunlight, rewinding is slower than it used to, rewind was more than once per prime once every 5 times when changing out the set and reservoir. The troubleshooting was not performed. The insulin pump will not be returned for analysis.